Event description:
The device was returned to the manufacturer after being explanted and replaced due to normal battery depletion. The device subsequently tested out of specification during manufacturer¿s analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : a power on reset (por) for write to locked ram, addr=(B)(4), data=0e, occurred (B)(6) 2009 16:41:36. A patient alert for por occurred on (B)(6) 2009 15:41:36. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.